Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislod gement. When repositioning was attempted, fluid was observed coming out from the inner lumen of thhe lead.